Event description:
A customer contacted a baxter technical service representative (tsr) regarding a home patient (hp) that felt overfull (abdominal discomfort, pain and distention) in dwell 1 of 4. The hp manually drained 4412ml after a fill of 2400ml. The hp's previous nights last fill volume was 1000ml and the hp drained 837ml in the initial drain. The hp's program parameters are as follows: ccpd/ipd / tv-11l / tt=8hrs/ fv=2.4l/lfv=1l / dex=diff / idrain alarm=750ml. A follow-up revealed that the hp did not have any of the originally reported symptoms, but was having problems draining on the homechoice. No patient injury or medical intervention was reported and since the hp received the new homechoice there have been no further problems with therapy.

Manufacturer narrative:
The device was swapped and is expected to be evaluated, upon completion of the evaluation, a follow-up MDR will be submitted.